Event description:
During prep of the endoclamp, the balloon ruptured. Scrub tech filled the balloon with hep saline to de-air and everything was fine. Scrub tech filled the balloon w/hep saline the second time to get additional air out, and when he put the balloon on the tray to push the air out, the balloon ruptured.

Manufacturer narrative:
Device not returned.